Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) split into several parts when it was pulled out. No report of retained device. The customer reports that the swg split just outside the body.

Manufacturer narrative:
Qn#(B)(4). The customer returned a cvc kit and lidstock containing a single spring wire guide (swg), 3-lumen catheter, and other components for evaluation. The swg was returned separated into two distinct pieces. The guide wire was observed to be unraveled and separated and to have 5 major kinks on its body. Microscopic examination confirmed that both the core wire and the coil wire had been separated on the returned sample. One weld was present on the mostly coiled piece of the swg and was observed to be full and spherical; however, the other weld was not attached to the separated unraveled portion of the swg. Along with dimensional evaluation, this would indicate that the weld had separated along with a small portion of the core wire and was not returned. The kinks in the guide wire were located at 60mm, 150mm, 233mm, 297mm, and 374mm from the proximal tip. The overall length of the core wire measured 16.9375" which is not within the specification of 17.6875-18.0625" per guide wire product drawing. This suggests that as least 0.75" of the wire guide separated and was not returned. The outer diameter of the undamaged portion of the guide wire measured 0.01730" which is within the specification of 0.0170-0.0180" per guide wire product drawing. The guide wire was advanced through the returned kit's catheter, both dilators, and the 21ga introducer needle to functionally test the guide wire. The guide wire passed through all components as expected, only encountering resistance at the kinks. A manual tug test confirmed that the one weld present was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was damaged during use was confirmed through examination of the returned sample. The guide wire contained 5 kinks along its body and two sections of coil wire were returned. The returned guide wire's core wire was also found to be separated, missing at least 0.75" and one of the welds (which was not returned). The guide wire met all other relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) split into several parts when it was pulled out. No report of retained device. The customer reports that the swg split just outside the body.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer reports that the swg (spring wire guide) split into several parts when it was pulled out. No report of retained device. The customer reports that the swg split just outside the body.